Event description:
It was reported that when using the bd pyxis¿ es server, had server offline and pyxis machine on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server was offline, and report was failed to run. A technical support specialist identified an unexpected server outage, which was restored to normal. After the connection was reestablished, database recovery was performed, and all functionality was confirmed to be back to normal, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.